Event description:
The physician reported no problems were noted during the insertion procedure. The catheter was properly opened, zeroed adn connected to the monitor. Zero appeared on the display, then the physician started to insert the catheter. During insertion of the catheter the physician noticied an error message "e01" on the display. The monitor was turned off and on displaying "----".a few seconds later the "e01" error message reappeared. No pt injury was reported.